Manufacturer narrative:
H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a system error (20002 - unknown error); pump was operating at a reduced level of performance. This occurred during patient infusion with gentamicin in the intensive care unit. The medication did not infuse completely; however, the infusion was completed by replacing the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.